Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings:the battery compartment was found to be cracked. The battery cap was hard to remove. The case was found to be cracked. The display was found to be dim and discolored and the cartridge compartment was found to be damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim/fading display, a damaged battery cap, and a damaged cartridge compartment. This report is made based on results of investigation completed on 10/26/2017.